Manufacturer narrative:
(B)(6). Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. Manufacturer date is unknown as lot no was not provided. A visual inspection of the phaco tip found it was clogged with the yellow infusion sleeve material. Considering the tip when shipped to customers does not have the sleeve installed onto the tip, the most probable cause is due to use handling. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Prior to a cataract procedure commencing, the phacoemulsification system displayed a 501-priming error when using a new phaco tip. The priming did not pass, and the error prevented the user from proceeding. The user reinstalled the tubing cassette and the system was restarted. Another attempt was made to use the system but did not improve. Although, the system displayed the error/warning message, the surgery center elected to continue the case. After completion of the procedure, foreign matter appeared on the screw thread of the phaco tip. There was no patient injury reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.